Event description:
Boston scientific received information that this right ventricular leads pacing thresholds had increased and impedances were out of range. The lead was extracted and replaced. There was no evidence of a lead fracture, no noise, and no inappropriate therapy or loss of pacing noted. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time the lead has not been returned. Should additional information become available this investigation will be updated.